Manufacturer narrative:
A visual examination of the returned product was completed and there was no damage to the catheter shaft and there was no difficultly inserting and backloading a guidewire, but the balloon was found to be ruptured. This finding made this a reportable event. The root cause has been determined to be operational context. A review of similar complaints for lot number 12969354 was carried out and no other complaint was found. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that an extractor rx retrieval balloon was used during a removal of bile duct stones performed on (B)(6), 2009 involving an (B)(6) female (patient weight is unknown.) According to the complainant, during the procedure it was difficult to insert the device into the papilla of the patient. They once removed the device from the patient. They confirmed that the guide wire could not come out from the c channel of the device despite several attempt. The procedure was completed with another of the same device. There was no mention of the balloon rupturing, however the investigation results have revealed this event to be reportable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".